Event description:
It was reported that during a laparoscopic gastric bypass procedure, staples did not form properly on a 1 cm portion on the anterior side of the anansotomsis, which resulted in a 1 cm gap. Three sutures were tied to complete the anastomosis. There was no patient consequence. The case was completed with another device of the same product code.